Manufacturer narrative:
Pt information not provided as no pt was involved in this concern. The returned product had an electrical malfunction of the micro controllers. The device malfunction was confirmed and directly related to the reported event. A replacement part was sent to the site and the issue was resolved.

Event description:
A medtronic rep reported that the camera on the system is cycling; that this behavior occurs intermittently and that disconnecting and reconnecting the cable to the base of the staff cart does not resolve the issue. The camera cycles after the unit has been powered on for a half an hour, and when the camera cycles, the lights on the camera turn green, yellow and red and then it powers off. This process repeats while it tries to establish communication. There was no pt present.